Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that this was not a revision surgery but the original implant surgery for the patient. This event no longer meets the criteria of a reportable event.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported.